Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 3 of 4. The patient stated the supply bag fell and disconnected. Gts had the patient cycle power and the hc alarmed with a system error 2367. Gts explained the alarm. The patient elected to complete therapy with a manual exchange in the morning. Gts advised the patient to notify their nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device was discarded.